Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of laparoscopic appendectomy, they inserted the battery to the handle, and connected the adapter and then the reload, and checked the jaws opening/closing. They put the device on the surgical table for a while, then the surgeon approached the appendix and tried to fire the device, however could not. They replaced the device with another handle and adapter, and the procedure was completed with no problem. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.